Event description:
There were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered four bursts of inappropriate anti-tachycardia pacing (atps) and eight inappropriate shocks (ias) over two episodes. Technical services (ts) reviewed the event data and noted that the therapy appeared to be a result of rapid ventricular response (rvr) from supra ventricular tachycardia (svt). Device reprogramming options were discussed. This device remains in service. No adverse patient effects were reported.